Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The visual inspection of the returned part showed no sign of physical damage. Install the 2008t display assembly onto test machine. Powered up the test machine. During the power up sequence, the red status light bar remained ¿on¿. Failure was traced to status light board grounding out on the metal sub frame on the lcd screen. Status light board was removed from lcd frame and status lights functioned as intended. Diagnostics test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be due to status light bar grounding.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced amp light is not illuminating. There was no patient involvement associated with the reported event. Upon physical evaluation of the machine by the manufacturer, it was identified that thermal damage was noted due to status light bar grounding. Additional information was requested but was not received to date.